Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate measured data. No intervention was reported. There were no adverse consequences for the patient.